Manufacturer narrative:
(B)(4). The subject device is not available for evaluation as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received, the most likely root cause was operational context that contribute to this event. Of note, at the time of this event, the surgeon was considered a beginner user of this type of product. A manufacturing non-conformance was not identified. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) and the training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that the 27mm bioprosthetic aortic valve was explanted at implant due to severe paravalvular leak. This case involved a (B)(6) year old male with a history of cad and aortic stenosis. He was admitted due to heart failure symptoms and diuresed. He was diagnosed with cad, aortic stenosis, and severely depressed lv systolic function. He underwent aortic valve replacement and CABG. Intraoperatively, the annulus and sinotubular junction were sized and a 27mm intuity valve was selected. The valve seated and balloon deployed at 5 atm pressure. The three sutures were tied down. The valve looked to be seated well without apparent leaks. After the intuity valve was placed and the cross clamp removed, the lv was distended and tee showed severe paravalvular regurgitation. This required a second period of cross clamping to remove the intuity valve. The valve was inspected and the leak was along the left coronary cusp. The valve was removed and a 27mm 3300tfx valve was implanted. The patient was unable to separate from cpb despite placing and intra-aortic balloon pump before the first attempt. Then an impella cp device was placed and after two more attempts, then he was weaned off from cpb on high-dose inotropic support in addition to the impella. He was taken to the ICU in stable condition, postoperatively.